Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified white particles in the shell, observed void >1 mm in non-textured valve-to shell-bond area, and crease flat. Leak test and microscopic analysis were performed which identified one striated opening on the radius and one sharp opening on the patch/shell bond edge. A dimensional measurement in the shell was performed which identified the thickness was within specification. Fill test inspection was performed, and the result was no blockage. Based on the device analysis the final assessment was one striated opening on the radius due to surgical damage consistent in the use of a surgical tool, and a sharp opening on patch/shell bond edge due to an unidentified (tear) opening.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional reported a left side deflation. Device has been explanted.